Manufacturer narrative:
The returned device was analyzed and the reported allegations of mechanical issue was confirmed. Based on a review of all available information, the cause of the reported event was due to failing to activate.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted.